Event description:
"Erformed" at time of surgery and ridge augmentation was performed at time of surgery. On (B)(6) 2019, non-osseointegration of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.